Event description:
It was reported that this right ventricular (rv) lead implanted in the left bundle branch (lbb) was explanted due to exhibited loss of capture (loc) and dislodgement. The rv lead was successfully removed and replaced with a new non-boston scientific lead. No additional adverse patient effects were reported. The rv lead is not expected to return for analysis.